Event description:
It was reported that the patient presented for a device change-out procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.